Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review for lot 4806834 was reviewed, and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event involves a spinning spiros closed male luer, red cap that leaked velacade during use. The leak occurred at the connection of the spiros and unspecified IV tubing. The chemo came into contact with the patient. The nurse administering the medication has an absorbent pad underneath the IV push in case of a leak per protocol. The chemo spill was cleaned per facility protocol. The drug, spiros and syringe were all replaced. There was no hole, cut, tears, or defect noted. There was patient involvement but no adverse event.